Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4193 lead, implanted: (B)(6) 2006; 7279 ICD, implanted: (B)(6)2006. (B)(4).

Event description:
It was reported the patient developed swelling of the implant site pocket as well as implant site warmth and tenderness. The patient was admitted to the hospital with a pocket infection. The patient was treated with antibiotics and a debridement was performed. Wound culture tests showed presence of (B)(6) and the infection spread to the lead placement site developing into infective endocarditis and the device system was explanted and replaced. No further patient complications have been reported as a result of this event. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.